Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. No motor error alarms were noted. The drive support was inspected and no anomaly was noted. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, display window and reservoir tube lip. Unit received with broken off battery tube threads. Unit received with minor scratched lcd window and case. Unit received with missing end cap sticker and stained back address / serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's sister reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose of 366 mg/dl. Customer was treated with insulin drip. The customer experienced symptoms such as frequent urination, thirst, and vomiting. Customer's sister also reported that customer received a motor error alarm while trying to deliver a bolus. During troubleshooting, it was reported that the drive support cap was flush. The customer¿s sister was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.